Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "device migration/implant malposition" and "change shape/size/style".

Event description:
Healthcare professional reported "device migration/implant malposition" and "change shape/size/style" via nbir. This record is for the right side. The device was explanted and replaced.